Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited a rise in thresholds and diminished r-waves. It was determined that a microdislodgement of the lead had occurred. The lead was subsequently repositioned, and remains in use. No patient complications have been reported as a result of this event.